Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Had right knee revision using a mako partial knee. Patient stated that surgeon said that fragments of the screw are being left in the tibia. Patient stated she is experiencing longer pain & recovery time.